Event description:
It was reported that the machine was being used on a patient when the ventilator failed. No injury reported.

Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report. H3 other text : on-going.

Manufacturer narrative:
This is a correction of the previous report. The unique device identifier (UDI) and corresponding fields have been adjusted.

Event description:
It was reported that the machine was being used on a patient when the ventilator failed. No injury reported.

Manufacturer narrative:
The investigation was performed based on the device log file, the replaced motor and the returned pba vgc power. The parts were tested in the laboratory without finding any deviation from specification. According to the logfile analysis the device detected a too high and too fast pressure increase which finally resulted in a motor blockage and subsequently in an emergency shutdown of the ventilator. To prevent from damages, the system is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. Manual ventilation and the monitoring functions remain available to the full extent. Dräger finally concludes that the device responded as specified upon the detected situation with an autonomous shutdown while changing mode to man/spont (safety mode) accompanied by an audible and visible "ventilator fail" alarm. The logfile analysis has not shown any indications for a technical malfunction. It can be assumed that the unstable pressure situation was the result of a patient interaction. The device was tested and returned to use with no further problems reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the machine was being used on a patient when the ventilator failed. No injury reported.